Manufacturer narrative:
Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2021. The issue presenting may be related to patient response to surgery unrelated to the galaflex device, however a cause of the reported post-op complication was not determined. Not returned - remains implanted.

Event description:
As reported, a patient underwent an abdominoplasty with bilateral flank liposuction on (B)(6) 2022 with implant of a galaflex 15 x 20 cm implant fixated with absorbable suture. Postoperatively, 2 drains were placed and noted 1-2 weeks post op to have about 100cc of output daily. As reported, there is no visible sign of infection, no redness, swelling, surgeon reports no seroma formation (3 weeks post op). The surgeon used an abdominal binder as standard of care and one drain was removed. The patient continues to experience persistent drainage with one drain in place continuing at 100cc of serous fluid daily. The surgeon has not identified any problem with the galaflex implant used to treat the patient. Based on continuing need of having a drain in place, and a possible causal relationship to the device not ruled out an MDR is submitted to document the reported event.